Event description:
Patient stated that her catheter was removed on (B)(6) 2022 while in the hospital and she has completed 1 treatment on hemodialysis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).